Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related patient identifiers: (70), (B)(6).

Event description:
A customer reported to olympus the gastrointestinal videoscope could not drain water sufficiently when replacing the water filter. The user facility had 70 units in total. Regarding the tube attachment, the person in charge at the facility confirmed there were no problems with the procedure and the situation after. The water filters were not replaced every month and it operated for about half a year. There was no report of patient harm associated with this event.